Manufacturer narrative:
See following MFR numbers for related device failures: 3012307300-2018-01480; 3012307300-2018-01481; 3012307300-2018-01483; 3012307300-2018-01484.

Event description:
Patient's mother reported that her daughter's extension set from lot 57x503 (connected to an ambulatory infusion pump) leaked at the filter site during continuous infusion therapy of a life-sustaining medication. The faulty extension set was changed out with a new set as soon as her daughter noticed the leak. No patient or clinical injury was associated with this occurrence, however, she expressed concern that her daughter is losing medication due to the leaking set.

Manufacturer narrative:
Cadd extension sets samples were received for analysis. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found. A CAPA was issued on in order to identify the root cause and implement proper corrective actions.